Event description:
This patient has complained that the pacemaker is too large and does not lay flat. The patient claims to have had the pacemaker replaced on (B)(6) 2013 and that the wound has not healed since then. Per the following physician's office, the patient did not have a pacemaker replacement on (B)(6) 2013. The patient was in the office on (B)(6) 2013 for a pacemaker check and the device serial number on the programmer printouts match the device serial number implanted on (B)(6) 2013. There are also no notes in the patient's chart to indicate that the wound was not healing. This device remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.